Manufacturer narrative:
Customer problem was not duplicated in that the pump "accuracy going over" issue during the investigation. Running three accuracy tests, the pump was found to be within manufacturing specifications. No device problem found.

Event description:
It was reported that cadd legacy pump was over-infusing. No patient in jury was reported.